Event description:
It was reported that patient had a loss of therapeutic effect. The event happened the day before reported event date. Patient programmer issues noted. The patient was having incontinence last night. The patient wanted to increase her stimulator and the patient said she lost her settings. The patient said she was not able to increase the stimulation. The patient said last night she woke up with wet pants. The patient used the programmer to check her ins(stimulator). The patient tried to sync and she got the sync now icon. The patient was able to sync on the phone and she increased her amplitude. The patient was increased to .7 amp from .6 amp. The patient will try this setting. Additional information received reported the patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0k9h8, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).